Event description:
It was reported that at approximately 1600, the alaris pc unit displayed "system error" with error codes 130.6020 and 110.6020. The pc unit was also flashing red symbols and had a loud alarm beeping. The unit displayed "unable to restore settings" and would not reset when attempted to turn off. The medications infusing were propofol, precedex, fentanyl (on the patient controlled analgesia syringe module) and versed. Devices and medicines were removed from the patient room. A different pump was obtained and the same medicines were started without any additional complications. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that at approximately 1600, the alaris pc unit displayed "system error" with error codes 130.6020 and 110.6020. The pc unit was also flashing red symbols and had a loud alarm beeping. The unit displayed "unable to restore settings" and would not reset when attempted to turn off. The medications infusing were propofol, precedex, fentanyl (on the patient controlled analgesia syringe module) and versed. Devices and medicines were removed from the patient room. A different pump was obtained and the same medicines were started without any additional complications. There was patient involvement but no harm.